Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a low vault. The lens remains implanted. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.